Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number provided: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a first error that the monitor went out during operation and second error that the arctic sun device has not maintained the temperature, temperature has dropped further. Per review of wo on 28mar2025, there was no patient involvement. Per follow up information received via mail on 28mar2025, device would be repaired in the hospital by crs or at crs depot.

Event description:
It was reported that there was a first error that the monitor went out during operation and second error that the arctic sun device has not maintained the temperature, temperature has dropped further. Per review of wo on 28mar2025, there was no patient involvement. Per follow up information received via mail on 28mar2025, device would be repaired in the hospital by crs or at crs depot.

Manufacturer narrative:
The reported issue was confirmed. The root cause was identified as an overfill. Level sensor was replaced. New calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product fill reservoir: 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun® temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Initial reporter phone number provided: (B)(4). Corrections: f, h all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.